Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/06/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/25/2013 with the following findings: the keypad was observed to be completely intact. The audio bolus button cover was observed to be missing from the pump. The up, down, ok, and contrast keypad buttons were intermittently unresponsive to testing. The keypad cover was removed and contamination was observed under the up, down, ok and contrast key contacts. Unrelated to the initial complaint, the display screen was observed to be dim with a pinkish contrast. The dim display was replaced with a test display and was fully illuminated with no visible signs of discoloration.

Event description:
On (B)(6) 2013, it was reported to animas that allegedly the pump keypad is intermittently responding. Reporter states that all pump keypad buttons are sticking and need to be pushed several times before they respond. There was no adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.